Event description:
It was reported that during a meniscus repair procedure, after the t1 of the fast fix flex was deployed successfully, the deployment knob was stuck and the t2 could not be deployed. T1 was removed by pulling out the suture together with the needle. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were detached from the needle. No physical damage visible damage visible to the device. The actuator and actuator tip were in the post deployment position. The suture and anchors were coated in debris. A functional evaluation revealed the actuator and actuator tip function as expected. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.